Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a revision of a competitive total hip in 1998. She recently was in for follow up and the surgeon noted some superior migration of the femoral head. He recommended and the patient agreed to a head and liner exchange. The operation was completed successfully. The surgeon noted all components were well fixed and in good condition. Some poly wear was noted.

Manufacturer narrative:
Device not returned. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a revision of a competitive total hip in 1998. She recently was in for follow up and the surgeon noted some superior migration of the femoral head. He recommended and the patient agreed to a head and liner exchange. The operation was completed successfully. The surgeon noted all components were well fixed and in good condition. Some poly wear was noted.